Event description:
The customer reported that the architect c8000 analyzer generated a sodium result of 200 mmol/l. The sample was repeated and a result of 138 mmol/l was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An abbott field service representative discovered that the ict aspiration assembly was overaspirating out of the cuvette through the ict probe and into the ict module allowing bubbles to be intermittently aspirated into the ict module. This issue was determined to be caused by the #11 and #14 ict aspiration 1 ml syringes being transposed when installed. The issue was resolved when the two syringes were installed in their correct positions. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The customer was referred to the ict syringe component replacement procedure in the manual. The investigation did not identify a malfunction / deficiency.